Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips authorized service provider (asp) went onsite and replaced the front bezel to resolve the reported issue. The philips aps replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the front bezel was damaged, and the "screen anchoring was broken." It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the front bezel was damaged. A service proposal for onsite service to replace the front bezel has been sent to the customer. This investigation is ongoing.